Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation from the technical evaluation report (ter), it was confirmed that no images were obtained due to the defective liquid crystal display (lcd) paneling. The cause of the faulty lcd panel could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the following was found: image problem, only the image artifact is displayed. This complaint is most likely the result of poor contact with the lcd panel. In addition, the customer¿s complaint (red line in the middle of the display) was confirmed. The red stripe on the display was detected. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the 4k udh lcd monitor had a red line in the middle of the display. Upon inspection and testing of the customer returned device, a failure of the liquid crystal display (lcd) panel was identified and caused an image problem. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.